Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device locked over a vessel. The closing handle closed but the firing trigger would not close. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient. The following information was provided during follow-up: the device would not close although it appears that they may have started the firing sequence and then the device locked out. The anvil release button was used to release from the vessel and another device was used. The incident had no adverse effect on the patient who is recovering well. There is no additional information on this event.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.